Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap lung segment resection. According to the reporter: a piece of the loading unit was found on the x-ray some days after the first procedure. Additional information has been requested.